Event description:
Huge swelling [swelling]. Joint effusion. Case description: spontaneous report was received on (B)(4) 2013 from a physician assistant via sales representative regarding a pt, initials unk (demographics not provided). The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with bilateral synvisc one (hylan g-f 20) injection; dose regiment and route of administration not provided. The lot number of synvisc one was not provided. On an unspecified date, five weeks after synvisc one administration, the pt experienced huge swelling and joint effusion. It was reported that the fluid was drained and tested for crystals to rule out gout. The pt received treatment with steroids. The action taken with synvisc one treatment was not provided. The pt was fine within three days (unk). Concomitant medications were not provided. The intensity for the event of huge swelling and joint effusion was not provided. The reporting physician assistant did not provide a causal relationship between synvisc one and the event of huge swelling and joint effusion.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.